Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where the customer reported that during infusion, the liquid (unspecified) was slowly dripping from the vent hole. After replacing it with a new set, the operation proceeded normally without issues. There was patient involvement but no patient harm.